Event description:
It was reported difficulty was encountered advancing the carrier system via a femoral approach. An attempt to reposition the delivery system resulted in inappropriate filter placement in a tributary vein. Another filter was successfully placed without pt complications. This device remains implanted. Therefore, no failure analysis will be available. Co believes user technique and/or pt anatomy may have contributed to this event. However, the co is unable to determine the exact cause for this event. Co directions for use state: "do not attempt to move or manipulate an engaged filter...in most cases, a second filter, properly placed, should be implanted for protection against recurrent pe...if difficulty is encountered during introducer catheter advancement through the sheath, stop. Do not force the introducer catheter forward. Slightly withdraw the sheath and introducer catheter as a unit (about 2-3 cm). Then rotate the sheath when co advances the introducer catheter. If this fails, remove the introducer catheter... Another approach (jugular/femoral) may be necessary if a second attempt is unsuccessful."